Event description:
A pt service rep contacted zoll customer support to report that while fitting an (B)(6) female pt, she received a code 103 (gel fire fault). The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (code 103, gel fire fault) has been confirmed. Upon investigation the electrode belt failed the bare board test. The cause was solder bridge across resistor r718 (57.6k, 1/16w, 1% flat chip resistor) in the distribution node (dn) pca. The root cause for the solder bridge was unable to be positively determined, but was likely an assembly error. No adverse event occurred due to the solder bridge in the dn pca. The pt received a replacement electrode belt.